Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported for left side "pain", "implant/breast getting smaller", "fears a leak". The device remains implanted.

Event description:
Patient reported "implants have moved "completely under my armpits" and that they "hang down" and cannot even tell that has implants anymore".